Manufacturer narrative:
The power wheechair preformed as intended. The end user was not exercising caution and drove off the side of his wheelchair ramp. (B)(6) owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment."

Event description:
End user's son reports while operating the power wheelchair up a ramp, he drove off of the side and fell.